Event description:
After opening the individual packaging, the cannula and catheter were slid into place before puncturing, due to a tight fit strength. During the puncture the cannula was not retracted. The catheter was damaged by the cannula. The complaint sample was not collected because it was contaminated with blood. This issue occurred multiple times with product from two different boxes (same lot).